Event description:
It was reported, tube broke inside of patient. The nasogastric (ng) tube was leaking and removed for exchange. Upon removal tube was noted to be broken. Patient underwent endoscopic procedure for removal of the retained portion. No serious injury occurred.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 20 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. The sample provided confirms tubing expanded to form a balloon shape which burst causing a separation of the tube. However, process evaluation and tools are in right conditions and there were no activities that could identified the cause of this type of damage in this particular device incident. The root cause of the reported issue seems to be a user related problem since as per the IFU, vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 07 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.